Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, delamination and opening. Leak test was performed and found opening in the device. A microscopic analysis was performed which identify a broken sharp/crack in the fill channel. Based on the device analysis the final assessment is: a crack on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure. A striated opening in the radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Devices have been explanted and replaced.